Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The rv lead is a seven year old competitive lead and the consultant suggested close monitoring of the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Impedance measurements have been stable and in the 600 ohms range. In office testing was performed and no noise or out of range measurements were produced. No adverse patient effects were reported.